Event description:
Related manufacturer reference number: 3006705815-2023-05168. It was reported that the patient¿s leads have high impedances. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates that the high impedance is just on the right lead.